Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales representative (csr) reported that the switch pedal on the foot tray was not switching arms correctly again. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended performing a hard power cycle on the surgeon side console (ssc) when possible. During this instance, the affected ssc was connected to sk3084. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the clinical territory associate (cta) and obtained the following additional information on 06-jan-2026: the customer continued with surgery robotically without switching between instruments in the hand with two installed. No conversion, or additional ports were necessary.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the foot pedals and the system functioned properly. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Isi has received the footrest pedal energy involved with this complaint. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the footrest pedal energy involved with this complaint to perform failure analysis, and the complaint was confirmed. Upon visual inspection, no issues were found that could be attributed the reported event. However, peeling foot sensor covers were observed. The unit was installed in a known good system and underwent ten power cycles without any errors being triggered. However, when the footrest was operated in normal mode with instruments, the switch pedal's function engaged intermittently when pressed, compared to the other pedals. The root cause is attributed to an intermittent issue with the switch pedal function.

Event description:
Refer to h11 for follow-up information.